Manufacturer narrative:
The technician found the brake weldment was bent at the steer assembly position. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this stretcher. It is unk if the facility performs preventative maintenance on their stretchers. The technician replaced the brake weldment to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report form the account stating the brakes were not holding. The bed was located in the parking garage. There was no pt/user injury reported. This report was filed in our complaint handling system was complaint #(B)(4).